Event description:
It was reported that the device¿s sleep/wake button was intermittently unresponsive, requiring multiple presses before the screen illuminated. Symptoms included no adverse clinical effects. Outcomes included no impact on health, no alerts or alarms, and no hospitalization. Investigation included remote troubleshooting and user education, including instructions to check for a firmware update after the call. Investigation of this case revealed an intermittent user interface responsiveness issue consistent with a potential software or mechanical switch performance concern, with no evidence of therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to reproduce during the call and lack of returned product evaluation.